Event description:
Reset alarm occurred, during ac adapter use. When in use, alarm rang, and then the instrument stopped with reset indication. The instrument re-operated by re-turns on. Check test done by technical center confirmed that process from start to stop was normally. The instrument worked okay with the battery of 30 minutes charging; however it did not work when ac adapter was plugged in. Not on patient at the time of the event. No patient harm.